Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) reviewed the device data and discussed the shock was delivered in primary vector due to noise oversensing similar to myopotential activity. The device was reprogrammed to secondary vector. Troubleshooting recommendations were provided. The s-ICD remains in service. No additional adverse patient effects were reported.